Event description:
The patient reportedly experienced a decrease in performance with her cochlear implant. Programming adjustments were made, however the problems were not resolved. Surgery to explant the patient's c1 device will be scheduled.